Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received.

Event description:
The event occurred on an unspecified date and involved a spinning spiros® closed male luer, red cap. It was reported there have been 5 reported events with chemo leaking due to malfunctioning of the device the pharmacy and nursing team has also requested additional staff education. A sample photo has been provided. There was unknown patient involvement and unknown patient harm.

Manufacturer narrative:
One (1) photo was shared by customer, where 3 different item are shown in the photo, one of the item ch2000s-c and the other for the pump set, the third package is unknown. However, no anomalies or damage are observed. The complaint of leaks on item ch2000-c cannot be confirmed. Since no product samples, pictures, or videos were received for investigation. Without the return of the used sample, a comprehensive failure investigation cannot be performed and probable cause cannot be determined. The lot history was reviewed and no non-conformities were found that would have led to the reported condition on the complaint.

Event description:
An update was received an email on 01-may-2024 stating that the leak occurred at the connection between the primary plum set w/ filter and the spinning spiros. The chemo was discovered leaking at the spiros site. It was cleaned up by the nurse after the chemo infusion was interrupted. A new spiros was placed after the connection was noted to be loose and the spiros able to be removed. Chemo leakage was cleaned up per protocol. Epoch (etoposide/vincristine/doxorubicin) continuous infusion (chemotherapy) was infusing. The tubing set up was with the epoch infusion bag with primary plum set with filter (primed with drug) attached to a spinning spiros. There was no blood loss or bleed back. Spiros was replaced as it was noted to be loose and disengaged from the primary tubing. No, drug was not replaced. There was no hole, cut, tears or any defect noted. There was patient involvement and no patient harm.